Event description:
There was restenosis in a cypher stent three months after implantation. This patient was admitted to hospital with a posterior mi. An angiogram revealed an acute occlusion (thrombus) of the mid rca. This was treated with ptca, cypher stent implant and medications. Artherosclerosis was also noted in the lca(lm?), a 50% occlusion in the circumflex and diffuse disease in the riva (lad). It appears that the riva, lca and circumflex were left untreated. Three months later, the patient returned with cardiogenic shock. A repeat angiogram revealed riva stenosis after stent implantation in the mid rca. This adverse event was treated with ptca.